Event description:
Patient called lfs in 2004 alleging the test strips were peeling upon insertion into the meter while attempting to test. The patient reported no high or low blood glucose symptoms at the time of testing. The patient was able to obtain two back-to-back results of 163 and 163 mg/dl. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further information has been reported.